Manufacturer narrative:
D4: model # and lot # are unknown. G4: product identifiers are unknown hence 510(k) is unknown. Radiographic image review comments: ap and lateral x-ray series standing scoliosis films. As described, on one side the rod is off of the screw tulip at l2. On lateral image it appears both of th l2 screws are fractured where the tulip joins the screw shank. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who underwent posterior corrective fixation with ais type2 t3-l2 ps for ais type2. It was reported that at the caudal end (l2) of the fixation site, the rod is dislodged from the screw head on the convex side (the set screw is not detached), and the screw head is dislodged from the screw shaft part. On the concave side, the screw shaft is also broken. The implanted device remains in service. There was no patient symptoms or complications associated with this event. No further complications were reported/anticipated.